Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the hemopro 2 device, the c-ring broke into a few pieces in the tunnel. The pieces were "fished out" with the jaws of the hemopro. The hospital did not report any pt effects. The event date is unk.

Manufacturer narrative:
The device has not yet been returned to (B)(4) surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).